Manufacturer narrative:
Complaint conclusion: as reported, during an endovascular treatment, a 6x40mm 155cm saber rx balloon catheter (bc) ruptured at inflation. The lesion was described as having some mineralization and there was resistance felt while advancing the catheter. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The lesion was in the superficial femoral artery. The lesion was described as having some calcification, a little tortuosity with 99% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was not ever in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. No leakage was noted from the balloon, shaft, hub, or unknown segment. The balloon was not inflated. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The procedure was completed using a non-cordis balloon catheter. The device was not returned for analysis due to suspicion of the patient¿s infectious disease. A device history record (DHR) review of lot 17619092 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (some calcification and little tortuosity with 99% stenosis) and procedural/handling (difficulty crossing the lesion) factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an endovascular treatment, a saber balloon catheter (rx6mm4cm155) ruptured at inflation. The lesion was described as having some mineralization and there was resistance felt while advancing the catheter. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The device has been discarded due to suspicion of infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The lesion was in the superficial femoral artery. The lesion was described as having some calcification, a little tortuosity with 99% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was not ever in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. No leakage was noted from the balloon, shaft, hub, or unknown segment. The balloon was not inflated. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The procedure was completed using a non-cordis balloon catheter.